Manufacturer narrative:
The subject device was returned to olympus medical system corp.(omsc) for evaluation. The tube tip was deformed and it had an elliptical shape. There was a mark on the edge of the tube tip as if something got caught. From the fixation mark of the tube, the radiopaque tip was fixed in the correct position. There was scratch at the inner edge of the radiopaque tip as if something got caught. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the radiopaque tip moved since the joint of the guiding device got caught on the radiopaque tip when the user bended the distal end of the guiding device around the radiopaque tip. The radiopaque tip fell off since the biopsy forceps was inserted into the subject device and got caught on the tip. The instruction manual of the device has already warned as follows; *when inserting the guiding device in combination with the guide sheath into the endoscope, keep it as straight as possible and hold the slider firmly. Otherwise, the distal end may bend and extend from the endoscope distal end abruptly. Forcing the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope, guiding device and/or guide sheath.

Event description:
During a transbronchial lung biopsy, the subject device was used. In the procedure, the radiopaque tip of the subject device fell into the patient. The tip was retrieved. The intended procedure was completed with another device. There was no patient injury reported.